Event description:
It was reported that the insulin pump gave a motor error alarm during normal use. It was stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting revealed a protruded drive support cap. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump received stuck in motor error loop during bolus/basal delivery. No error alarm noted in alarm history screen. No audio/beep anomaly noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case at display window corner, cracked reservoir tube lip and cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.